Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of "cassette not attached properly" alarm. Functional testing involved attaching a cassette to the device and showed the device alarmed "cassette not attached properly." The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating there was no patient involvement, the issue was found during testing.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited "cassette not attached properly." No adverse effects were reported.